Event description:
Related manufacturer reference number:2017865-2021-30575. It was reported that, during an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. The ra lead was deactivated and replaced to resolve the event. The patient was stable.